Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has kidney disease/toxicity, dizziness with headache. No medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed air inlet filter was missing, res wire on the humidifier, hair-like particles on the interior side of the left panel, on the interior side of the blower cap, on the blower motor, under the blower housing and in the bottom enclosure, signs of unknown damage inside the blower motor. Evidence absorbed that dust-like contamination was observed on the top enclosure, on the right panel, on the blower cap, on and inside the blower motor, on the sound abatement foam and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was one error present. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has kidney disease/toxicity, dizziness with headache. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.